Event description:
Caller reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction code did not reappear. Customer was advised to continue using the pump and to contact technical support if the issue recurred. Caller acknowledged and understood the instructions.